Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It was reported that two tibial articular surface provisionals broke during trial reduction.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The visual inspection of the returned device confirmed that the central post fractured off the tasp. All the pieces were not returned for investigation. There was cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp bottom. The lot has been in the field for four years. It is unknown how many times the device has been used. The receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The complaint was confirmed as the device was returned fractured. The device is considered conforming due to its extended field life and unremarkable manufacturing records. This device is used for treatment. The persona tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. A previous investigation was opened for the breakage of tasps. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The root cause is a previously identified issue with the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.